Event description:
Pth result of 1,765 pg/ml. Repeat of same sample on a different e170 analyzer recovered 1,808 pg/ml. The same sample was also run utilizing different methodologies, and recovered 22.5 pg/ml and 17.9 pg/ml. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.